Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was hospitalized with high blood glucose and diabetic ketoacidosis. The customer reported blood glucose value of 670 mg/dl with the symptoms of vomiting, diarrhea, nausea, shortness of breath, over all very bad feeling and the customer was treated with IV insulin drip. The event involved product(s) mmt-1712kl. Troubleshooting was performed customer has been using the insulin pump system within 48hrs of reported high blood glucose event. It was unknown if customer was using the auto mode/smart guard feature at the time of the event. Customer was assisted with performing the high pressure test and high pressure test did not pass. No further patient complications were reported. The customer will discontinue to use the device. Mmt-1712kl was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, torn serial number label, peeling keypad overlay, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button, stained keypad overlay, retainer knit line damage (cracked retainer) and a small portion of the retainer ring was broken. The customer applied adhesive to the back of the pump. No damage noted on the belt clip rails. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 24-aug-2024 in the pump history file. 08/24/2024 03:01:32.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.6 bolusamountdelivered = 2.6 08/24/2024 06:40:10.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 3 bolusamountdelivered = 3 08/24/2024 10:55:00.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.4 bolusamountdelivered = 2.4 08/24/2024 13:35:24.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 2.3 bolusamountdelivered = 2.3 08/24/2024 16:38:26.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.6 bolusamountdelivered = 1.6 please see below for the daily total of all insulin delivered on the event date 24-aug-2024 in the pump history file. 08/25/2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = 08/24/2024 00:00:00.000 dailytotalofallinsulindelivered = 28.175 dailytotalofbasalinsulindelivered = 16.275 dailytotalofbolusinsulindelivered = 11.9 there were no auto suspend (12) alarm noted on the event date 24-aug-2024 in the pump history file. There were no user suspended alarm noted on the event date 24-aug-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 24-aug-2024 in the pump history file. 08/18/2024 03:49:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal. 08/18/2024 03:59:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal. 08/18/2024 06:25:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal. 08/18/2024 06:35:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal. 08/18/2024 07:00:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal. 08/18/2024 07:10:00.000 alarmalertnotification faultnumber = no delivery (7) - during basal. 08/21/2024 08:06:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 08/21/2024 08:23:00.000 alarmalertnotification faultnumber = lost sensor 2 alert (781) 08/24/2024 17:23:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The pump properly connected with the guardian link 2 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. No delivery (7) alarm - not confirmed. Lost sensor alert - not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Device test failed not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.